Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2019-01980, 0001825034-2019-01981, 0001825034-2019-01982, 0001825034-2019-01984, 0001825034-2019-01985, 0001825034-2019-01986, 0001825034-2019-01987, 0001825034-2019-01988, 0001825034-2019-01989, 0001825034-2019-01990, 0001825034-2019-01991, 0001825034-2019-01992, 0001825034-2019-01993. Concomitant medical products: vngd ssk 360 l fem 65mm item# 185284 lot# 3426503. Vg 360 dst fm ag 65x10 rl/lm item# 185384 lot# 144520. Vg 360 dst fm ag 65x5 ll/rm item# 185324 lot# 595300. Series a pat thn 34 3 peg item# 184786 lot# 558320. Bmt splined knee stm v2 18x80 item# 148308 lot# 494710. Bmt 360 tib 5.0 offset adapter item# 185211 lot# 950330. Bmt 360 tib tray 67mm item# 185202 lot# 625860. Bmt splined knee stm v2 13x80 item# 148303 lot# 793180. Bmt 360 tib 5.0 offset adapter item# 185211 lot# 853650. Bmt 360 tib aug 67x5mm item# 185222 lot# 286600. Bmt 360 tib aug 67x5mm item# 185222 lot# 354630. Bmt 360 tib sm cruciate wing item# 185650 lot# 570310. Vngd ssk psc tib brg 14x63/67 item# 183864 lot# 388130. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported the patient had knee pain approximately five (5) months post revision surgery. Pes bursitis and was treated with voltaren gel and physical therapy. It is reported this event resolved after treatment. There is no additional information at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.